Manufacturer narrative:
Correction: on 16-dec-2025, it was noticed the wrong date was reported in field g3. Date received by manufacturer of the 3500a initial medwatch report. Please consider the correction from 20-nov-2025 to 19-nov-2025. Device investigation details: an analysis of the product could not be performed since a physical sample was not received for evaluation. However, if the product is received at a later date, the investigation will be updated as applicable. A manufacturing record evaluation was performed for the finished device lot number 31650921l and no internal action related to the complaint was found during the review. Internal action is being followed to investigate neurovascular events with varipulse catheters. Importantly, the mechanism for an incidence of stroke is multi-factorial. The investigation also concluded that the risk of neurovascular events may increase if a high number of ablations, stacking of ablations and/or ablation outside of the pulmonary veins are delivered. The instructions for use (IFU) are instructions that provide detailed guidance on how safely and effectively use a medical device. It is the physician¿s responsibility to review the patient¿s medical history and make the best-informed decision based on all available information. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
The device has been reported as discarded, therefore, no product investigation can be performed and the customer complaint cannot be confirmed. Investigation is in progress, once completed a supplemental will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. # (B)(4).

Event description:
A patient underwent a cardiac ablation procedure with a qdot micro and a varipulse catheter and the patient experienced diminished right ankle movement and identifying a cerebral infarction. Patient required extended hospitalization. It was reported that after the completion of the ablation procedure with the qdot micro and a varipulse catheter, it was confirmed that the patient had a cerebral infarction. The event was identified after the procedure was completed and there was no impact on that day's procedure. The patient could walk, but, since the right ankle movement was diminished, a magnetic resonance imaging (MRI) was performed, and the event was identified. Extended hospitalization for observation after the infarction was required and the patient was discharged from the hospital on 19-nov-2025.. The physician's opinion on the relationship between the event and the product was that there were no definitive comments regarding a causal relationship with the electrophysiology (ep) products or the presumed cause of the cerebral infarction. No abnormalities were observed prior to or during use of the product. The information received indicated that the patient was able to move, but when walking the patient had a sensation of the knee giving way and was not able to walk properly. Currently, the patient is able to walk. This procedure was the first pulsed field ablation (paf) case for this patient. Since sinus rhythm was maintained during the procedure, defibrillation was not performed. A total of 20 ablations were performed during pfa. The chads2 score was not particularly high. The outcome of the adverse event was fully recovered. Irrigation was manually set to 30ml/min only during the ablation. However, the total irrigation volume was approximately 300ml, during ablation, and it is highly likely that the flow-rate switch was missed, and ablation was conducted with irrigation at 4 ml/min. After completion of pfa ablation of all pulmonary vein (pv), the act measured 297sec. The act was not measured immediately prior to the start of ablation. Additional information was later received indicating the physician did not provide a clear conclusion regarding a causal relationship between the device and the infarction, or about the presumed cause of the infarction. After symptoms onset an MRI was performed at another hospital revealing multifocal brain lesions.